Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h6, and h11. No product was returned or pictures provided; functional, visual, and/or dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, and lot identification was not provided. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There was a surgical delay of an unknown amount of time while patient was under anesthesia. There was no unexpected medical intervention such as sutures required. Another device was not used to complete surgery. Due diligence is complete, there is no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, e1, e2, e3, d2, g1, g3, g6, h1, h2 and h11. Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery, the blade leaves a 1/2 inch area that does not take skin, causing skin to be taken in two pieces. There was more skin needed to be taken, which caused additional healing time. Due diligence is in progress, there is no additional information available.